Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the patient experienced a blocked patient line, encountered drain complication, and the cycler took 14 hours to complete treatment due to multiple drain complication alarms. It was noted that a cause of the drain complication was that the pin was not pushed in. The technical support representative advised to discontinue use of the cycler. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was not available. Additional information requested but has not been obtained. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Brightness screen test failed. When powering on the on the cycler the ok, stop, and up/down arrows push buttons illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. Pre-accelerated stress test (ast) 15mins 1000ml simulated treatment was performed without failures and encountered a stalling motor a. Valve actuation test passed. System air leak test passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.